Event description:
It was reported that the patient felt a pin prick in the pocket that radiated outward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.